Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the abbott diabetes care (adc) device. A customer reported that the adc device "hasn't been turning on after charge since april 10th, 2026" and as a result, the customer is unable to monitor their glucose. The customer further reported experiencing a medical event and had visited the emergency room (ER) due to a fall incident however, they are unsure if the fall was related to their sugar levels. It is unknown if the customer was provided any treatment at the ER as no treatment or additional information was provided by the customer. There was no report of death or permanent injury associated with this event.